Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3. Section d4 - model #:. Section d4 - serial #: . Section d4 - catalog #. Section d4 - expiration date. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Account indicated (B)(6) 2025. Section d6b - explant date: (B)(6) 2026 no exact date provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a puresee lens, originally implanted in a patient¿s eye in (B)(6) 2025, was explanted during a secondary surgery in (B)(6) 2026 and replaced with a monofocal toric lens. The patient is now happy with the monofocal toric lens and has fully recovered with no significant impact on daily activities. No additional clinical details or device information were provided at this time. No further information provided.